Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained of questionable high results for 1 patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). The date of event is not known. This information has been requested. It is not known if any erroneous results were reported outside of the laboratory. This information has been requested. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 erroneous results. The patient's ft3 result was 14.4 pmol/l. The patient's ft4 result was 26.9 pmol/l. The customer considers these results to be too high for someone with a normally functioning thyroid. The patient's thyrotropin (tsh) results were normal. It is not known if the patient was adversely affected. This information has been requested. The e602 analyzer serial number was (B)(4).